Manufacturer narrative:
The pump passed the basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor resistor. The excessive no delivery test or occlusion test was unable to be performed due to prime anomaly. The pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current blood glucose level was 544mg/dl. Troubleshoot was conducted. The high pressure test was conducted, and passed on the second attempt. The device was found to be operating as designed. The customer wanted to have the pump replaced. Per the customer's request, the pump is being returned for analysis and replaced.